Event description:
It was reported that the system 9800 displayed ma errors. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the software nodes for the gib and fluoro function circuit boards had problems and were reflashed. The circuit boards were also reseated. The system was tested and found to be working as intended and placed back into service.